Event description:
Meter was reading inaccurately control high. The hcp reported that a control colution test result test result of 186mg/dl was obtained; however, no information was provided regarding the specified range. Patient was administered insulin based on the reported meter elevated results. No information was provided regarding the patient's condition following the insulin treatment. There it is unknown if the patient suffered a serious injury due to the reported meter. The customer care representative (ccr) verified that the test strips and control solution were within expiration date. The ccr walked the hcp through quality control tests, using three different vials of test strips, and the results fell outside the specified ranges. It is unknown if the three vials of test strips were from the same lot number. The ccr walked the hcp through a check strip test and the result fell within specifications. The hcp was unable/unwilling to provide information regarding the method used to clean the meter. Based on the failed control solution tests, there is an indication that the test strips malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips and control solution were replaced.